Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (contact details should be blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction occurred due to failure of the printed circuit board (g1 board). However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device inspection. The monitor exhibited a power supply unit failure and a printed circuit board failure. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.